Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: there was no damage to the battery compartment. The battery cap was damaged at the top of the coin slot. The battery cap was difficult to remove from the pump as a result of the damage. Unrelated to the initial allegation, the display screen was dim and discolored.